Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 21f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The first prostyle suture was successfully deployed at the 11 o'clock position. Reportedly, when an attempt was made with a second prostyle device towards the 1 o'clock position, a cuff miss [suture retrieval issue] was noticed. The sutures of a new prostyle device were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.